Event description:
The hosp reported that during the endoscopic vein harvesting procedure, the scissors would not open or close. The pt changed the harvesting cannula only. However, the tunnel collapsed during branch ligation. The procedure was converted to a bridging technique to retrieve the vein. No additional pt complications were reported.